Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and failure analysis (fa) completed the device evaluation. Fa found the primary failure of dislodged conductor wire to be related to the reported complaint. The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap was not properly seated within the distal clevis as the hook moved in the yaw. Additional findings not reported by site: the instrument was found to have damage of the conductor wires insulation and the instrument was found to have thermal damage on the monopolar yaw pulley as a result. Root cause of this failure was attributed to a component failure. The instrument's distal end was disassembled during in-house testing and the instrument was found to have a broken conductor cap. A piece, measuring 0.024" x .047", appeared to be missing and was not returned with the instrument. Root cause of this failure was attributed to the mishandling. A review of the instrument log of the permanent cautery hook (part # 420183-12/ lot # n1170906-821) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sh2119. The alleged event occurred on the (B)(6) use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event were available for review. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook instrument had damaged conductor wire insulation which could lead to inadvertent energy transmission to tissue other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Recall is not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument had a broken cable. The procedure was completed. Intuitive surgical, inc. (Isi) contacted the original reporter and was able to obtain the following information about the complaint: she was not in the case, so she only knew what the surgical team told her. She was told the issue was a loose cable and no further details about the event were provided. She stated that if there is a fragment that falls inside the patient or if there is patient injury, the surgical team conveys that information to her. She was not informed of any fragments falling, or of any patient injury related to this event. Additionally, no patient-related information was available.